Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system; the device kept prompting the customer to rewind. The patient's blood glucose at the time of incident was 140 mg/dl. Troubleshooting was initiated for the rewind and prime issue. The insulin pump was not bumped or dropped prior to the alarm. The drive support cap was sticking out. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. Additionally, the customer had a low blood glucose of 39 mg/dl. The customer treated and raised his blood glucose to 73 mg/dl. However, his blood glucose went back down to 43 mg/dl. He treated with plenty of juice and candy bars. His blood glucose was currently 240 mg/dl. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test and prime test due to loose/protruded drive support disk. We were unable to perform occlusion test and excessive no delivery test due to loose drive support disk. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, broken reservoir tube lip, missing endcap sticker and broken belt clip slot.